Manufacturer narrative:
The reported oad was received for analysis along with the guide wire, which was received in three segments. Analysis of the oad found the filars at the tip bushing weld to be deformed. Scanning electron microscopy (sem) analysis was performed on the oad and identified rotational grind marks. This damage is consistent with spinning the device in a tight calcified lesion with excessive force. Sem was also performed on the guide wire, and found a torsional fracture and surface wear. This damage is consistent with the presence of excessive surface wear between the driveshaft, tip bushing and guide wire. Aside from the damage noted, the oad was found to function as intended. At the conclusion of the device analysis investigation, the reported event of guide wire detachment was confirmed. The root cause of the detachment was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Manufacturer narrative:
The device and guide wire were retained by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the guide wire lot number was not reviewed as the lot number is unknown. Csi ID# 04090.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred and additional intervention was required. The target lesion was 30mm in length, 99% stenotic and was located in the left anterior descending (lad) artery. The physician used an 8fr x 45cm introducer sheath, 3.5 xb guide catheter and a csi guide wire to access the lesion. The physician initially attempted to access the lesion using a fielder xt guide wire and a pilot guide wire, but was unsuccessful. The csi guide wire was advanced across the lesion a csi orbital atherectomy device (oad) was loaded onto it. The physician performed three runs at low speed to treat the lesion. During the second and third run, the oad bogged down and stalled, but during the third run, the driveshaft buckled and the oad stopped spinning. At this point, the oad pulled back into the left main (lm) artery and a perforation was observed in the lm artery. Additionally, the physician noted that the tip of the csi guide wire had broke off. The oad and guide wire were removed from the patient and the physician then advanced a new (non-csi) guide wire across the perforation. A turnpike catheter was advanced into the patient to occlude the perforation in the lm artery. A second guide wire was then advanced into the patient and a covered stent was deployed across the perforation. The turnpike catheter was removed from the patient and the stent was post-dilated. The patient started to complain of chest pain and exhibited minor hypotension. The physician then performed pericardiocentesis and removed 600cc of blood from the pericardium. The patient stabilized and remained stable throughout the remainder of the procedure. After additional stenting, the patient was taken to surgery for a single vessel bypass and for removal of the tip of the csi guide wire . Additional information has been requested, but none has yet been received.